Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The device is not available for evaluation, as it remains implanted in the patient. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd, combined with the patient's other comorbidities. The patient is noted to have cirrhosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned of a patient with a bioprosthetic aortic valve, implanted for three (3) years and five (5) months, that underwent a valve-in-valve procedure due to severe aortic stenosis and regurgitation. A tavr was performed using an edwards transcatheter valve, which was successfully deployed. Tte confirmed a well seated bioprosthetic valve with no significant aortic paravalvular insufficiency and only trace aortic insufficiency. There were no complications and the patient tolerated the procedure well. The patient was discharged home on pod #1.